Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies vessel perforation, aneurysm rupture, and coil migration or misplacement as potential complications associated with use of the device.

Event description:
It was reported that balloon-assisted coil embolization was performed for a ruptured right posterior communicating artery aneurysm on a patient enrolled in a clinical trial. After the balloon had been inflated in the internal carotid artery (ica), two coil loops of the first coil herniated out of the aneurysm dome into the subarachnoid space. Two additional coils were subsequently placed with the balloon inflated. A contrast injection in the ica after deflation of the balloon demonstrated no extravasation and a follow-up CT performed post-procedure showed no evidence of hemorrhage. The patient was discharged home with minimal residual deficit from the initial (pre-treatment) hemorrhage following a 10-day stay in the hospital.